Manufacturer narrative:
Device was received with a cracked case, and cracked battery tube threads. Device p-cap or reservoir locked properly in place. Device passed the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 23 mmol/l. Customer stated insulin pump had crack near reservoir compartment. It was unknown if the insulin pump was on auto mode. Troubleshooting was performed. The insulin pump will be returned for analysis.